Manufacturer narrative:
Evaluation: results - the anchor was returned damaged in two pieces with the metal inserted in one of the pieces. The surface between the proximal and distal end indicates that the anchor was overstressed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01781. The patient (B)(6) received his scs system, including a surgical lead and lead anchor, on (B)(6) 2009. It was reported that the patient went canoeing despite the physician's instructions to avoid this activity. After canoeing, the patient reported a loss of stimulation and return of his pain. Diagnostic tests revealed that stimulation could be felt with only three lead contacts. X-rays showed the lead was fractured and the anchor was damaged. The physician explanted and replaced the lead and anchor on (B)(6) 2011. No further patient complications were reported.